Manufacturer narrative:
G3: please note aware date correction to 2021-may-14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 353101 lot# serial# unknown implanted: (B)(6) 2021 explanted: product type external neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the rep reported getting cannot detect lead on the handset. The rep said he replaced batteries and ens, but still the same message. It was reviewed that it's likely disconnected internally at lead/trial cable site. Troubleshooting was not required. The issue was not resolved through troubleshooting. No further complications were reported. Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the inability to detect the lead was determined. The lead was not properly seated in the percutaneous extension hub. The physician resolved this known issue and was able to adequately connect the ens to the programmer. Additional information was received from a manufacturer representative (rep). The rep reported that the lead was not seated adequately within the percutaneous extension hub on the day of surgery. The issue was discovered in the pacu when trying to program the ens. After discussion with the surgeon, they believe the disconnection occurred prior to skin closure. After discussion with the surgeon they believe the issue was user error. The patient was brought back to the or and the issue was resolved. They were able to adequately program the ens after resolution and the patient had a successful evaluation.